Event description:
Reporter indicated that four of the base unit's connector pins are blackened, and there appears to be a dark spot inside of the connection area (evidence that the device has sustained a burn). No operator injury was reported. Tech support requested the return of the suspect device and replacement product was shipped.